Manufacturer narrative:
Unit received with unexpected battery power loss and low battery alert. Unit had high sleep current due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the replace battery alarm and low battery alarm. The customer¿s blood glucose level was 178 mg/dl. Customer states the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.